Manufacturer narrative:
(B)(4). An investigation is in process. A fiollowup report will be submitted when the investigation is complete.

Event description:
The account stated that discrepant ca 19-9 results were generated by the architect analyzer. A patient sample generated an initial result of 16.6 u/ml with a repeat result of 48.54 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect i2000 analyzer ln 3m74-95, (B)(4). It was determined that the investigation should be performed on brand name architect ca 19-9 xr reagent ln 2k91-20, (B)(4). During in-house complaint investigations, a product deficiency was identified for the architect ca 19-9xr assay. Two panel 1 replicates were out of specification high (the range is 41.8 - 69.8 u/ml; the two out of specification results were 70.1 and 70.7 u/ml). The quality issue included low end imprecision and abbott low control testing out of range when using multiple architect ca 19-9xr reagent, calibrator and control lots. The root cause for the architect ca 19-9xr assay imprecision and/or erratic results at the low end and/or low control out of range high are caused by poor wash efficiency during the conjugate wash at wash zone 2, when version 106 or 107 wash zone assemblies, which have manifolds containing wash zone valve version 103, are installed on architect i2000/i2000sr systems at wash zone position 2. (B)(4).